Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("dysmenorrhea") and uterine cervical metaplasia ("chronic cervicitis with squamous metaplasia") in a 23-year-old female patient who had essure (batch no. E13065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "device on the right side only due to an unicornuate uterus" on (B)(6) 2016. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. Concomitant products included anesthetics, general (general anesthesia). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("excessive vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), vaginal discharge ("white vaginal discharge"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), menometrorrhagia ("irregular heavy menstrual bleeding"), uterine cervical metaplasia (seriousness criterion medically significant), perineal pain ("perineal pain"), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue"), amenorrhoea ("amenorrhea"), migraine ("migraine headaches"), arthralgia ("joint pain"), cervicitis ("chronic cervicitis with squamous metaplasia") and cervical polyp ("focal endocervical polyp"). The patient was treated with surgery (partial hysterectomy and had surgery to remove the device), surgery (total vaginal hysterectomy and cystoscopy) and surgery (total vaginal hysterectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, abdominal distension, vaginal haemorrhage, menometrorrhagia and perineal pain had resolved, the abdominal pain, alopecia, weight increased, fatigue, amenorrhoea, migraine and arthralgia had not resolved and the uterine cervical metaplasia, cervicitis and cervical polyp outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, arthralgia, cervical polyp, cervicitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, menorrhagia, migraine, pelvic pain, perineal pain, uterine cervical metaplasia, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: her symptoms largely resolved only after removal of the essure device; however, she still experiences hair loss. Until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: unremarkable; on (B)(6) 2016: single essure coil in the uterine cornu. Computerised tomogram pelvis - on (B)(6) 2016: unremarkable; on (B)(6) 2016: single essure coil in the uterine cornu. (B)(6) 2017: total vaginal hysterectomy and cystoscopy. Operative report: normal appearing uterus with normal right tube and ovary. Pathology report: chronic cervicitis with squamous metaplasia and focal endocervical polyp. Most recent follow-up information incorporated above includes: on 14-jun-2018: legal claim was received and the following information were provided: new reporter lawyer added; essure lot number; removal date was updated from (B)(6) 2017 to (B)(6) 2017; only one essure device was implanted on this date as dr was only able to visualize entrance to one fallopian tube was updated to device on the right side only due to an unicornuate uterus; bloating, perineal pain, irregular heavy menstrual bleeding, dysfunctional uterine bleeding, dysmenorrhea, chronic cervicitis with squamous metaplasia and focal endocervical polyp were added as event; new lab data provided; events outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), uterine cervical metaplasia ("chronic cervicitis with squamous metaplasia") and device dislocation ("a single essure coil in the uterine cornu") in a 23-year-old female patient who had essure (batch no. E13065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "device on the right side only" on (B)(6) 2016. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. Concurrent conditions included unicornuate uterus. Concomitant products included anesthetics, general (general anesthesia). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("excessive vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/painful intercourse"), menorrhagia ("menorrhagia/irregular, heavy menstrual bleeding"), vaginal discharge ("white vaginal discharge"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), menometrorrhagia ("irregular heavy menstrual bleeding"), uterine cervical metaplasia (seriousness criterion medically significant), perineal pain ("perineal pain"), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue"), amenorrhoea ("amenorrhea"), migraine ("migraine headaches"), arthralgia ("joint pain"), cervicitis ("chronic cervicitis with squamous metaplasia"), cervical polyp ("focal endocervical polyp") and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy, partial hysterectomy and had surgery to remove the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, abdominal distension, vaginal haemorrhage, menometrorrhagia, perineal pain, cervicitis and cervical polyp had resolved, the abdominal pain, alopecia, weight increased, fatigue, amenorrhoea, migraine and arthralgia had not resolved and the uterine cervical metaplasia and device dislocation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, arthralgia, cervical polyp, cervicitis, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, menorrhagia, migraine, pelvic pain, perineal pain, uterine cervical metaplasia, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: her symptoms largely resolved only after removal of the essure device; however, she still experiences hair loss. Until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: unremarkable; on (B)(6) 2016: single essure coil in the uterine cornu computerised tomogram pelvis - on (B)(6) 2016: unremarkable; on (B)(6) 2016: single essure coil in the uterine cornu. (B)(6) 2017: total vaginal hysterectomy and cystoscopy. Operative report: normal appearing uterus with normal right tube and ovary. Pathology report: chronic cervicitis with squamous metaplasia and focal endocervical polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: new events added- a single essure coil in the uterine cornu. Event outcome of chronic cervicitis with squamous metaplasia, focal endocervical polyp was udpated as recovered/resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("dysmenorrhea") and uterine cervical metaplasia ("chronic cervicitis with squamous metaplasia") in a 23-year-old female patient who had essure (batch no. E13065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "device on the right side only" on (B)(6) 2016. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. Concurrent conditions included unicornuate uterus. Concomitant products included anesthetics, general (general anesthesia). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("excessive vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), vaginal discharge ("white vaginal discharge"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), menometrorrhagia ("irregular heavy menstrual bleeding"), uterine cervical metaplasia (seriousness criterion medically significant), perineal pain ("perineal pain"), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue"), amenorrhoea ("amenorrhea"), migraine ("migraine headaches"), arthralgia ("joint pain"), cervicitis ("chronic cervicitis with squamous metaplasia") and cervical polyp ("focal endocervical polyp"). The patient was treated with surgery (partial hysterectomy and had surgery to remove the device), surgery (total vaginal hysterectomy and cystoscopy) and surgery (total vaginal hysterectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, abdominal distension, vaginal haemorrhage, menometrorrhagia and perineal pain had resolved, the abdominal pain, alopecia, weight increased, fatigue, amenorrhoea, migraine and arthralgia had not resolved and the uterine cervical metaplasia, cervicitis and cervical polyp outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, arthralgia, cervical polyp, cervicitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, menorrhagia, migraine, pelvic pain, perineal pain, uterine cervical metaplasia, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: her symptoms largely resolved only after removal of the essure device; however, she still experiences hair loss. Until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: unremarkable; on (B)(6) 2016: single essure coil in the uterine cornu computerised tomogram pelvis - on (B)(6) 2016: unremarkable; on (B)(6) 2016: single essure coil in the uterine cornu (B)(6) 2017: total vaginal hysterectomy and cystoscopy. Operative report: normal appearing uterus with normal right tube and ovary. Pathology report: chronic cervicitis with squamous metaplasia and focal endocervical polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a single essure coil in the uterine cornu'), pelvic pain ('pelvic pain/worsening pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), dysmenorrhoea ('dysmenorrhea') and uterine cervical metaplasia ('chronic cervicitis with squamous metaplasia') in a 23-year-old female patient who had essure (batch no. E13065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "device on the right side only" on (B)(6) 2016. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. Concurrent conditions included unicornuate uterus. Concomitant products included anesthetics, general. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("excessive vaginal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), uterine cervical metaplasia (seriousness criterion medically significant), dyspareunia ("dyspareunia/painful intercourse"), the first episode of menometrorrhagia ("menorrhagia/irregular, heavy menstrual bleeding"), vaginal discharge ("white vaginal discharge"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), the second episode of menometrorrhagia ("irregular heavy menstrual bleeding"), perineal pain ("perineal pain"), alopecia ("hair loss"), fatigue ("fatigue"), amenorrhoea ("amenorrhea"), migraine ("migraine headaches"), arthralgia ("joint pain"), cervicitis ("chronic cervicitis with squamous metaplasia"), cervical polyp ("focal endocervical polyp") and genital haemorrhage ("worsening abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy and had surgery to remove the device, total vaginal hysterectomy and cystoscopy and total vaginal hysterectomy, partial hysterectomy and had surgery to remove the device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine cervical metaplasia and genital haemorrhage outcome was unknown, the pelvic pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, vaginal haemorrhage, the last episode of menometrorrhagia, perineal pain, cervicitis and cervical polyp had resolved and the abdominal pain, alopecia, weight increased, fatigue, amenorrhoea, migraine and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, arthralgia, cervical polyp, cervicitis, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, perineal pain, uterine cervical metaplasia, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menometrorrhagia and the second episode of menometrorrhagia to be related to essure. The reporter commented: her symptoms largely resolved only after removal of the essure device; however, she still experiences hair loss. Until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious due to their resolution. Patient implanted essure device on the right side only due to an unicornuate uterus and being able to only visualize the entrance to one fallopian tube. Patient's menstrual periods were not nearly heavy nor did they last as long and she had no problem with going about her daily life. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: results: unremarkable; on (B)(6) 2016: results: single essure coil in the uterine cornu. Computerised tomogram pelvis - on (B)(6) 2016: results: unremarkable; on (B)(6) 2016: results: single essure coil in the uterine cornu. Diagnostic results: (B)(6) 2017: total vaginal hysterectomy and cystoscopy. Operative report: normal appearing uterus with normal right tube and ovary. Pathology report: chronic cervicitis with squamous metaplasia and focal endocervical polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Reporter added. Events worsening abnormal bleeding was added and worsening pain was clubbed with pelvic pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a single essure coil in the uterine cornu'), pelvic pain ('pelvic pain/worsening pain'), dysfunctional uterine bleeding ('dysfunctional uterine bleeding'), dysmenorrhoea ('dysmenorrhea') and uterine cervical metaplasia ('chronic cervicitis with squamous metaplasia') in a 23-year-old female patient who had essure (batch no. E13065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "device on the right side only" on (B)(6) 2016. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. Concurrent conditions included unicornuate uterus. Concomitant products included anesthetics, general. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("excessive vaginal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), uterine cervical metaplasia (seriousness criterion medically significant), dyspareunia ("dyspareunia/painful intercourse"), the first episode of menometrorrhagia ("menorrhagia/irregular, heavy menstrual bleeding"), vaginal discharge ("white vaginal discharge"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), the second episode of menometrorrhagia ("irregular heavy menstrual bleeding"), perineal pain ("perineal pain"), alopecia ("hair loss"), fatigue ("fatigue"), amenorrhoea ("amenorrhea"), migraine ("migraine headaches"), arthralgia ("joint pain"), cervicitis ("chronic cervicitis with squamous metaplasia"), cervical polyp ("focal endocervical polyp") and genital haemorrhage ("worsening abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine cervical metaplasia and genital haemorrhage outcome was unknown, the pelvic pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, vaginal haemorrhage, the last episode of menometrorrhagia, perineal pain, cervicitis and cervical polyp had resolved and the abdominal pain, alopecia, weight increased, fatigue, amenorrhoea, migraine and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amenorrhoea, arthralgia, cervical polyp, cervicitis, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, perineal pain, uterine cervical metaplasia, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menometrorrhagia and the second episode of menometrorrhagia to be related to essure. The reporter commented: her symptoms largely resolved only after removal of the essure device; however, she still experiences hair loss. Until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious due to their resolution. Patient implanted essure device on the right side only due to an unicornuate uterus and being able to only visualize the entrance to one fallopian tube. Patient's menstrual periods were not nearly heavy nor did they last as long and she had no problem with going about her daily life. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen on (B)(6) 2016: results: unremarkable; on (B)(6) 2016: results: single essure coil in the uterine cornu. Computerised tomogram pelvis on (B)(6) 2016: results: unremarkable; on (B)(6) 2016: results: single essure coil in the uterine cornu. Diagnostic results: (B)(6) 2017: total vaginal hysterectomy and cystoscopy. Operative report: normal appearing uterus with normal right tube and ovary. Pathology report: chronic cervicitis with squamous metaplasia and focal endocervical polyp. Batch no e13065, production date 2015-06-22, expiration date 2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a single essure coil in the uterine cornu'), pelvic pain ('pelvic pain/worsening pain'), abnormal uterine bleeding ('dysfunctional uterine bleeding'), dysmenorrhoea ('dysmenorrhea') and uterine cervical metaplasia ('chronic cervicitis with squamous metaplasia') in a 23-year-old female patient who had essure (batch no. E13065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "device on the right side only" on (B)(6) 2016. The patient's medical history included multigravida. Before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. Concurrent conditions included unicornuate uterus. Concomitant products included anesthetics, general. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("excessive vaginal bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), uterine cervical metaplasia (seriousness criterion medically significant), dyspareunia ("dyspareunia/painful intercourse"), the first episode of menometrorrhagia ("menorrhagia/irregular, heavy menstrual bleeding"), vaginal discharge ("white vaginal discharge"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), the second episode of menometrorrhagia ("irregular heavy menstrual bleeding"), perineal pain ("perineal pain"), alopecia ("hair loss"), fatigue ("fatigue"), amenorrhoea ("amenorrhea"), migraine ("migraine headaches"), arthralgia ("joint pain"), cervicitis ("chronic cervicitis with squamous metaplasia"), cervical polyp ("focal endocervical polyp") and genital haemorrhage ("worsening abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine cervical metaplasia and genital haemorrhage outcome was unknown, the pelvic pain, abnormal uterine bleeding, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, vaginal haemorrhage, the last episode of menometrorrhagia, perineal pain, cervicitis and cervical polyp had resolved and the abdominal pain, alopecia, weight increased, fatigue, amenorrhoea, migraine and arthralgia had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal uterine bleeding, alopecia, amenorrhoea, arthralgia, cervical polyp, cervicitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain, perineal pain, uterine cervical metaplasia, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menometrorrhagia and the second episode of menometrorrhagia to be related to essure. The reporter commented: her symptoms largely resolved only after removal of the essure device; however, she still experiences hair loss. Until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious due to their resolution. Patient implanted essure device on the right side only due to an unicornuate uterus and being able to only visualize the entrance to one fallopian tube. Patient's menstrual periods were not nearly heavy nor did they last as long and she had no problem with going about her daily life. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: results: unremarkable; on (B)(6) 2016: results: single essure coil in the uterine cornu. Computerised tomogram pelvis - on (B)(6) 2016: results: unremarkable; on (B)(6) 2016: results: single essure coil in the uterine cornu. Diagnostic results: (B)(6) 2017: total vaginal hysterectomy and cystoscopy. Operative report: normal appearing uterus with normal right tube and ovary. Pathology report: chronic cervicitis with squamous metaplasia and focal endocervical polyp. Batch no e13065 production date 2015-06-22 expiration date 2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2021: medical record received. Reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long. Concomitant products included anesthetics and general (general anesthesia). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("only one essure device was implanted on this date as dr was only able to visualize entrance to one fallopian tube."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), vaginal discharge ("white vaginal discharge"), arthralgia ("joint pain"), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue"), amenorrhoea ("amenorrhea"), migraine ("migraine headaches"), vaginal haemorrhage ("excessive vaginal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with partial hysterectomy and had surgery to remove the device in (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, vaginal discharge, arthralgia, alopecia, weight increased, fatigue, amenorrhoea, migraine, vaginal haemorrhage and abdominal pain had not resolved and the complication of device insertion outcome was unknown. The reporter considered abdominal pain, alopecia, amenorrhoea, arthralgia, complication of device insertion, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.